Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device was received and evaluated. Visual observation confirms that the distal tip of the anchor is deformed and flattened to one side. There is no other damage to the anchor and the suture bridge is intact. Anchor deformations are typically associated with excessive force applied during insertion, levering during insertion, or hard bone quality. As mentioned in the reported, it was suspected that the patient¿s bone was sclerotic, supporting our root cause. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(6) that during rotator cuff repair surgical procedure, it was observed that two anchor devices both broke during insertion. According to the reporter, the surgeon commented that he thought the bone was sclerotic. It was further reported that the device didn't actually break but the tip bent/flared and exposed the suture bridge rendering it unable to be used. It was reported that the original hole was used but made it larger to complete the procedure. There were no delays in the surgical procedure as identical spare devices were available for use to complete the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.